Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was displayed as high. Customer received normal third party assistance and administered manual injection to address bg level. Customer resolved occlusion with existing supplies.